Event description:
It was reported that a sheath split occurred. Vascular access was obtained via the heavily calcified, 5.5mm femoral artery. An isleeve 14f introducer sheath was selected for use in a transcatheter aortic valve replacement (tavr) procedure. Valvuloplasty was performed. During device insertion at a normal angle the sheath kinked which lead to the sheath splitting, approximately 1cm. The split was through the sheath. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a sheath split occurred. Vascular access was obtained via the heavily calcified, 5.5mm femoral artery. An isleeve 14f introducer sheath was selected for use in a transcatheter aortic valve replacement (tavr) procedure. Valvuloplasty was performed. During device insertion at a normal angle the sheath kinked which lead to the sheath splitting, approximately 1cm. The split was through the sheath. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the returned product consisted of an isleeve sheath with the dilator in the lumen. The sheath and tip were microscopically examined. There is a kink 11cm from the distal tip. One of the seams has a 7mm split starting 10.5cm from the distal tip. The edges of the split/tears were slightly jagged. The tip is damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage.